Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "significant pain and required [patient] to see a doctor frequently after surgery and has [patient] constantly worried about whether things will get worse."

Event description:
It was reported that the patient underwent "spinal fusion" surgery using rhbmp-2/acs. Reportedly, the patient has "significant pain and required [patient] to see a doctor frequently after surgery and has [patient] constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007: the patient was pre-operatively diagnosed with herniated nucleus pulposus with degenerative disc disease l4-5, l5-s1 and underwent the following procedures: left iliac crest bone graft harvest l4-5 l5-s1 transforaminal lumbar interbody fusion with rhbmp-2/acs.